Event description:
It was reported that the lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead had high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that all conductors are stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.